Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2021 and the absorbable straps were used. It was reported that the device had a clipping failure. When triggering the mechanism, the strap did not fix the skin and was kept attached to the tip of the device. Another attempt to staple was made, and the straps accumulated and overlapped. The procedure was successfully completed. There were no adverse patient consequences reported.